Event description:
During procedure there was a small amount of bleeding and the laparoscopic voyant instrument would not coagulate the bleeding. The doctor had to use the bipolar to stop the bleeding. No harm was done to the patient.